Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, yellow particles material was found on the shell, wear abrasion, and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one opening crease sharp. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Event description:
Physician reported right side rupture. The device has been explanted.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.